Manufacturer narrative:
(B)(4):patient doing great and just had an infection. Everything is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This was a male patient in his (B)(6). The infection was cirrhosis. Surgeon believes it was caused by bowel leaking. Patient was put on antibiotics for a couple weeks and is doing very well now. They did use the disposable purse string device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during a sigmoid procedure for diverticulitis. The device fired and received (2) complete donuts but formed and unformed staples were everywhere. The anastomosis was sutured and the case was completed. There was no adverse patient consequence; however the patient did have a post op infection. Infection being treated non-surgically, but unknown how. The device was discarded. Additional information has been requested.